Event description:
A customer technical advocate (cta) was contacted regarding the cell-dyn 1700 generating a very low hemoglobin of 6.8 g/dl on one pt. Per the laboratory protocol, the sample was repeated and yielded a hemoglobin result of 11.9 g/dl. The account stated that controls were in range and only one pt was affected with the initial result not reported out of the lab. No impact to pt mgmt was reported.